Event description:
The customer stated that her blood glucose readings had been higher than usual. She took her meter to a clinic and a control test was performed. The customer alleged the clinic received a result of 196 mg/dl. The normal control range was 96-133 mg/dl. The customer was unable to further troubleshoot her contour system because she did not have control solution. Control solution was sent to the customer. No product will be returned at this time.